Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button was intermittently unresponsive for a few weeks. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast" button was unresponsive. The keypad was intact and was removed keypad to inspect for contamination and evidence of contamination was found under all key contacts. 'Up' and 'ok' buttons were misaligned. Unrelated to this complaint, the case seal was cracked at top-right corner of display lens and the display lens was cracked around the edges.